Event description:
It was reported that the patient presented in clinic for follow-up and multiple non-sustained lead noise episodes were observed. Review of the egms showed that ventricular events were falling within the blanking period following the atrial paced events, followed by functional loss-of-capture of the biv paced events. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.